Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented a transmission remotely showing device exhibiting non-sustained rv oversensing due to post-paced t-wave oversensing. Patient presented to the clinic for programming changes. No further issues have been reported.